Manufacturer narrative:
The malfunction appears to have occurred due to the buckle latch springs breaking, making the latch more difficult to properly engage. The altered performance of the latches due to the broken springs should have been apparent to the user. In the product manual we warn "always ensure that the back belt is in place and that both release tabs on all buckles are fully latched before initiating a lift or transfer."

Event description:
It was reported that the client was being transferred using the rifton tram when the body support buckle disengaged.

Manufacturer narrative:
The buckle malfunction occurred due to an undetected design change by the buckle manufacturer which makes the latch springs more likely to break.